Manufacturer narrative:
Mentor received additional event information that the patient was rescheduled and underwent explantation on (B)(6) 2021. Upon removal, the right-sided implant was found to be intact. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: chest injury, breast pain, rupture. Explantation date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent a primary breast augmentation with 550cc textured mentor memorygel breast implants experienced bilateral chest injury and biliateral rupture of implants postoperatively. The patient was involved in a car accident and suffered bilateral breast pain, and rupture was confirmed by MRI for the left breast. As a result, the patient is scheduled to undergo explantation and replacement with 680cc textured mentor memorygel xtra breast implants, catalog # thpx680, on (B)(6) 2021. This medwatch report is for the right-sided implant.

Manufacturer narrative:
The mentor failure analysis lab has completed the evaluation of the suspect medical device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the siltex hpg, 550cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device 6999605 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).